Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 15-dec-2017 from an other non health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency aspirated fluid. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (batch/lot number: 7rsl021 and expiration date, dose, frequency and indication: not provided). On unknown date, patient's fluid was aspirated. Corrective treatment: aspiration for joint effusion. Outcome: unknown for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for aspirated fluid pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint effusion. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case is cross referred with the case (B)(4). This unsolicited case from united states was received on 15-dec-2017 from an other non health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency patient's right knee had the most bacteria, was not able to bend them even slightly/ couldn't bend my knees, couldn't put on weight and legs felt like a sausage. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. Patient had no prosthetic devices, and was not treated with immunosuppressants. Overall health of the patient was good and had no history of allergies to avian products. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) for arthritis. The syringe was stored properly and opened in the office with the patient. The area was cleaned topically with a disinfectant, but no other injectables were used at time of synvisc-one. The area was sprayed with an anesthetic topically before injection. She got her injections that day around 11 and by 3:30 she was feeling off and not herself. Patient's knees swelled up to twice the size that they were and she was not able to bend them even slightly. She was in a lot of pain. The pain set in. Her legs felt like a sausage (onset: 2017; latency: unknown). She called her doctor because something wasn't right. Doctor gave her a pain medication in my knee and then drained her knees a week after the injection. She experienced a lot of pain. She couldn't bend my knees or put on weight (onset: 2017; latency: unknown for both). Doctor sent the fluid off to the lab to be cultured. She heard back that she had the bacteria from the recall. Her right knee had the most bacteria (onset: 2017; latency: unknown). She didn't have a fever so she wasn't put on an antibiotic. The right knee still hurts more than one on the left. The doctor injected coritizone and she was given a predisone pack. She saw the doctor the following week. She was much better. As of (B)(6) 2018, it was reported that the patient had pain and swelling. Swelling was reported to be doubled the knee size, red, hot, but no fever. The patients recovered with treatment of aspiration and meloxicam (mobic) for pain and inflammation. Corrective treatment: antibiotics, hydrocortisone (coritizone) and predisone pack for right had the most bacteria; coritizone and predisone pack for not able to bend them even slightly/couldn't bend my knees, couldn't put on weight; not reported for legs felt like a sausage outcome: not recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, right had the most bacteria, was not able to bend them even slightly/couldn't bend my knees, couldn't put on weight additional information was received on 21-dec-2017 from the patient. Events of right had the most bacteria, was not able to bend them even slightly/couldn't bend my knees, couldn't put on weight and legs felt like a sausage were added. Event of aspirated fluid was made a symptom of right had the most bacteria. Clinical course was updated and text amended accordingly. Additional information was received on 02-jan-2018 from an other non-health care professional. Related case (B)(4) was added. Symptoms (swelling was hot and swelling was red) were added. Outcome of aspirated fluid/drained my knees was updated from unknown to recovered, knees swelled up to twice the size that they were and lot of pain/pain set in/ the pain was ridiculous/right knee still hurts more than one on the left from not recovered to recovered. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 02-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later developed joint infection as her right knee had the most bacteria, could not bend knees and put weight on it. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded

Event description:
Device malfunction [device malfunction]. Right had the most bacteria [arthritis bacterial] ([knee effusion], [swelling of knees], [knee pain], [redness], [joint warmth], [gram-negative rod infection], [synovial fluid white blood cells], [synovial fluid crystal present], [corynebacterium infection], [propionibacterium infection]) not able to bend them even slightly/couldn't bend my knees [joint range of motion decreased] couldn't put on weight [weight bearing difficulty] legs felt like a sausage [swelling of legs]. Case narrative: base on additional information received on 08may2018, case became medically confirmed. This case is cross referred with the (B)(4) (cluster). This unsolicited case from united states was received on 15-dec-2017 from an other non health care professional. This case concerns a (B)(6) female pt who received treatment with synvisc one injection and after unknown latency pt's right knee had the most bacteria, was not able to bend them even slightly/couldn't bend my knees, couldn't put on weight and legs felt like a sausage. Also device malfunction was identified for the reported lot number. Pt had no prosthetic devices, and was not treated with immunosuppressants. Overall health of the pt was good and had no history of allergies to avian products. History of djd (degenerative joint disease). The ptâe s medical history was significant for cancer, basal cell, atrial fibrillation, hypothyroidism, hypertension, thyroid disease, cesarean delivery (1979), tonsillectomy (1961), oophorectomy (2000). Currently married. Former smoker. She received synvisc injection in the past on the left knee, (the last injection was on (B)(6) 2017) and it was quite effective. She noted improvement in her knee arthritis pain for over three months. Concomitant medications included tramadol hydrochloride (ultram), acetylsalicylic acid (aspirin), calcium and verapamil hydrochloride (verapamil). On (B)(6) 2016, MRI of left knee showed oblique tear involves body segment of medial meniscus. There may be loss of vertical height of medial joint compartment. Marrow signal increase or moderate osteoarthritis involves central and peripheral weight bearing articular surface of medial femoral condyle and medial tibial plateau. Lateral meniscus intact, the articular surfaces of lateral joint compartment normal. Cruciate, collateral ligaments intact as osseous structures-extensor mechanism. Early chondromalacia patella present with a joint effusion and medial baker's cyst. Impression: oblique tear of the body segment of the medial meniscus. Osteoarthritis of the weight bearing articulating surfaces of the medial femoral condyle medial tibial plateau. Acute medial meniscal tear, left, initial encounter primary osteoarthritis of left knee. On (B)(6) 2017, complains of left knee pain. She presented with pain and crepitus on left side. She states that symptoms have been chronic non-traumatic. Symptoms moderate; occur intermittently. Problem fluctuating. Pain described as aching and throbbing. Symptoms aggravated by standing, walking, bending and daily activities; relieved by no specific activity. In addition to left knee pain also experiencing limping, tenderness, decreased mobility and instability. Had some chronic, intermittent discomfort in both knees for some time. About 10 months ago, she noted increased pain in the medial aspect of her left knee after dancing at a wedding. Had intermittent pain in the left knee since. Pain strictly medial. There have been episodes of buckling and giving way. Pain occasionally wake her at night. Advised to avoid nsaids because she was on aspirin for atrial fibrillation. She hast tried activity modification, aspirin and 2 corticosteroid injections without satisfactory relief. A recent MRI was done through mdi. X-rays demonstrate bilateral medial compartment osteoarthritis with mild varus deformity and early osteophyte formation. The lateral and patellofemoral compartments well preserved. Reviewed an MRI of left knee that was done at diagnostic imaging on (B)(6) 2016. Demonstrated significant medial compartment osteoarthritis and degenerative tearing of medial meniscus. Symptoms mostly from osteoarthritis of the knee. Do not feel arthroscopic surgery would be of any significant benefit. Treatment options were reviewed. She has not tried visco supplementation. She was interested in pursuing that. Ultimately, if cannot control her symptoms conservatively, she would be a candidate for a medial unicompartmental arthroplasty of the knee. Assessment left knee pain, unspecified chronicity. On (B)(6) 2017, presented with pain, instability and crepitus on the left side. She states that the symptoms have been chronic non-traumatic. Currently symptoms mild-moderate. Symptoms occur intermittently. The problem was better. The pain was described as aching and burning. Symptoms were aggravated by daily activities and ascending stairs; relieved by rest, nsaids, injections and brace. In addition to left knee pain also experiencing decreased mobility. On (B)(6) 2017 at 09:30 hours the pt complains of left knee pain; symptoms chronic non-traumatic. Symptoms were mild-moderate. Symptoms occur intermittently. Problem fluctuating. Pain described as aching and piercing; aggravated by walking, daily activities and ascending stairs; relieved by rest, injections and otc medicines. In the last few weeks she has had some recurrence of discomfort. It was similar to what she had before. The pain was predominantly medial. It has not responded to activity modification and the use of otc nsaids such as ibuprofen. On (B)(6) 2017, complains of knee pain on the right greater than the left. She presented with pain on the right greater than the left. She stated that the symptoms have been chronic non-traumatic. Currently the pt stated that the symptoms are moderate. The symptoms occur intermittently. The problem is fluctuating. The pain is described as sharp and aching. The symptoms are aggravated by walking, daily activities and ascending stairs. Symptoms are relieved by rest and injections. In addition to knee pain on the right greater than the left the pt also experiencing decreased mobility. The pt came in today complaining of bilateral knee pain. She has a known history of djd. She received synvisc injections in the past, (the last set was on (B)(6) 2017) and they were quite effective. She noted improvement in her knee arthritis pain for over three months. There was a reduction of the need for oral analgesic and antiinflammatory medication. However, over the last few weeks her symptoms have returned. They are similar to what she had in the past. She has tried activity modification and ibuprofen without success. Physical examination revealed that no acute distress. Well developed. Arom - factors: normal, description: active pain free range of motion. Prom - factors: normal, description: passive pain free range of motion. Arom - factors: normal, description: active pain free range of motion. Prom - factors: normal, description: passive pain free range of motion. Hip rom r arom factors: normal, description: active pain free range of motion. Prom - factors: normal, description: passive pain free range of motion. Inspection gait: antalgic. Alignment right: varus, left: varus. Ecchymosis left: negative. Effusion - right: trace, left: mild. Swelling - right: mild, left: mild. Maximum tenderness right: medial joint line, left: medial joint line. Patella exam crepitation right: mild, left: mild. Patella position right: neutral, left: neutral. Valgus stress right: positive, trace (<2 mm), left: positive, mild (3-5 mm). Inspection gait: antalgic. Alignment - right: varus, left: varus. Ecchymosis left: negative. Effusion right: trace, left: mild. Swelling right: mild, left: mild. Maximum tenderness right: medial joint line, left: medial joint line. Patella exam crepitation - right: mild, left: mild. Patella position right: neutral, left: neutral. Valgus stress - right: positive, trace (<2 mm), left: positive, mild (3-5 mm). Inspection atrophy left: absent. Skin - right: normal, left: normal. Patella exam apprehension left: negative. Q-angle left: normal. Anterior drawer left: negative. Varus stress right: negative, left: negative. Extensor lag right: normal, left: normal. Knee rom l arom flexion: 120 degrees, extension: 0 degrees, factors: pain, description: decreased active range of motion. Prom factors: , description: decreased passive range of motion. Knee rom r arom - flexion: 120 degrees, extension: 0 degrees, description: active painful range of motion. Prom - description: decreased passive range of motion. Arthrocentesis major joint site was prepped. Right knee joint injection was performed. Placement confirmed by manual palpation. Betamethasone acet/sodphosp 6 mg (1 ml) and lidocaine 1% (2 ml) was injected using a 25 gauge needle. Lidocaine 20 mg (2 ml) was injected. The pt says that her left knee pain is currently bothersome but tolerable. She is more concerned about her right knee. She has mild varus osteoarthritis. The natural history of the condition was discussed and treatment options were reviewed. The pt requested a corticosteroid injection. We also discussed additional conservative measures for management of the discomfort. Patient had moderate difficulty for running on uneven ground. A little bit difficulty for usual hobbies, re creational or sporting activities, getting into or out of the bath, squatting, performing heavy activities around home. On (B)(6) 2017, presented with pain, crepitus, stiffness on right and left side equally. She states that symptoms have been chronic non-traumatic. Currently symptoms moderate; occur occasionally. Problem worse. Pain described as burning. Symptoms aggravated by daily activities, ascending stairs, descending stairs, exercise and walking, relieved by injections. In addition to knee pain equally on both sides pt also experiencing decreased mobility. Came in today complaining of bilateral knee pain. Improvement in her knee arthritis pain for over three months. Reduction of need for oral analgesic and antiinflammatory medication. However, over the last few weeks her symptoms have returned. They were similar to what she had in the past. She has tried activity modification and ibuprofen without success. Physical exam showed description: active pain free range of motion. Hip prom - factors: normal, description: passive pain free range of motion, description: passive pain free range of motion. Inspection gait: antalgic. Alignment right: varus, left: varus. Ecchymosis left: negative. Effusion right: trace, left: mild. Swelling - right: mild, left: mild. Maximum tenderness right: medial joint line, left: medial joint line. Patella exam crepitation right: mild, left: mild. Patella position right: neutral, left: neutral. Valgus stress - right: positive, trace (<2 mm), left: positive, mild (3-5 mm); varus stress - right: negative, left: negative. Extensor lag right: normal, left: normal. Knee rom l: arom flexion: 120 degrees, extension: 0 degrees, factors: pain, description: decreased active range of motion. Prom - factors: description: decreased passive range of motion. Knee rom r arom flexion: 120 degrees, extension: 0 degrees, description: active painful range of motion. Prom description: decreased passive range of motion. Neurovascular le. Psychiatric normal orientation oriented to time, place, person & situation. Appropriate mood and affect. Strength description normal lower extremity: left. On (B)(6) 2017, at 11:00, pt received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) in each knee for osteoarthritis in both knees. Syringe was stored properly and opened in office with pt. Area was cleaned topically with a disinfectant, but no other injectables were used at time of synvisc-one. The area was sprayed with an anesthetic topically before injection. She got her injections that day around 11 and by 3:30 she was feeling off and not herself. On the same day, pt's both knees began to swell and ache by late afternoon. Pt was unable to bend knees, was in extreme pain by early evening. Both knees were incredibly swollen. Pt's knees swelled up to twice the size that they were and she was not able to bend them even slightly. She was in a lot of pain. Pain set in. Pt received methylprednisolone as treatment for knee pain and swelling. The pt's osteoarthritis knee pain persists despite medication and activity modification. Treatment options were discussed. Would like to proceed with visco supplementation. She had an aspiration and injection with doctor on (B)(6) 2017 and stated she felt 100% better. On (B)(6) 2017, pt had effusion of both knees and bacteria was found in fluid. Her legs felt like a sausage (onset: 2017; latency: unknown). She called her doctor because something wasn't right. Doctor gave her a pain medication in knee and then drained her knees a week after the injection. She experienced a lot of pain. She couldn't bend knees or put on weight (onset: 2017; latency: unknown for both). Doctor sent the fluid off to the lab to be cultured. She heard back that she had the bacteria from the recall. Her right knee had the most bacteria (onset date: (B)(6) 2017; latency: unknown). She didn't have a fever so she wasn't put on an antibiotic. The right knee still hurts more than one on the left. The doctor injected coritizone and she was given a predisone pack. She saw the doctor the following week. She was much better. At time of report pt had pain and swelling. Swelling was reported to be doubled the knee size, red, hot, but no fever. The pts recovered with treatment of aspiration and meloxicam (mobic) for pain and inflammation. On (B)(6) 2017, complains of knee pain equally on both sides. She presented with pain on right and left side equally. Symptoms have been acute traumatic (began on (B)(6) 2017), severe, occur constantly, problem worse. Pain described as aching, burning, piercing and throbbing. Pt came today for bilateral knee pain. Swelling since injections. She has had no fever or chills. She has been elevating and icing the knees and taking ibuprofen (advil) as needed for the pain. Physical exam showed: inspection gait: antalgic. Alignment right: varus, left: varus. Effusion right: moderate, left: moderate. Swelling right: mild, left: mild. Maximum tenderness right: diffuse pain, left: diffuse pain. Patella exam crepitation right: mild, left: mild. Patella position right: neutral, left: neutral. Valgus stress right: positive, trace (<2 mm), left: positive, mild (3-5 mm). While the pt has a moderate effusion in both knees not overtly hot or erythematous. Knee rom l arom - flexion: 90 degrees, extension: 0 degrees, factors: pain, description: active painful range of motion. Prom factors: pain, description: passive painful range of motion. Knee rom r: arom flexion: 90 degrees, extension: 0 degrees, factors: pain, description: active painful range of motion. Prom factors: pain, description: decreased passive range of motion. For arthrocentesis major joint: site was prepped using alcohol. Left knee joint aspiration and injection was performed with ethyl chloride for anesthetic. Placement confirmed by manual palpation. 40 ml of turbid fluid was withdrawn. Betamethasone acet/sod phosp 6 mg (1 ml) and lidocaine 10 mg (1 ml) injected. Sterile adhesive dressing was applied. Site was prepped using alcohol. Right knee joint aspiration and injection was performed with ethyl chloride for anesthetic. Placement confirmed by manual palpation. 40 ml of turbid fluid was withdrawn. Betamethasone acet/sod phosp 6 mg (1 ml) and lidocaine 10 mg (1 ml) injected. Sterile adhesive dressing was applied. Indication for procedure: effusion, right knee based upon the pt's history and clinical exam it highly suspicious that this pseudo septic reaction of both knees from her synvisc-one injections. Elected to aspirate each knee today and inject each knee with steroid. Sent fluid for appropriate testing. Going to start her on medrol dosepak. Also gave her for tramadol. She was to stay off her feet intermittently ice the knees as much as possible. On (B)(6) 2017, pt complained of knee pain equally on both sides. Presented with pain on right and left side equally. Symptoms acute nonchronic; symptoms severe. Occur occasionally. The pain was described as burning; symptoms were aggravated by daily activities, relieved by injections and medrol dosepak. Overall both of her knees feel better than they did before the synvisc injections. She was walking without an assistive device. She has not had any fever, chills or other constitutional symptoms. Physical exam showed: assessment was that pt had primary osteoarthritis of both knees. Reviewed synovial fluid analysis and culture result from both knees. There was moderate white blood cells bilaterally. No organisms seen on te gram stains. There were few monosodium urate crystals seen in both knees. Culture of right knee growing a few gram-negative rods. Clinically the pt had typical pseudo septic reactions to synvisc-one. Doubted very much that she has a true infection. Talked to her and her husband at length about this. Clinically both knees were exactly the same today there was no effusion or warmth on either side. Pt has no fever chills or other signs of infection. Recommended close observation. Talked to her about avoidance of synvisc-one in the future. She might be able to tolerate 1 of synthetic visco products in future if needed. She was told to call me immediately if she has any increase in pain, swelling or constitutional symptoms. On (B)(6) 2017, right knee specimen direct exam showed many white cells, no organisms seen and positive for gram negative rods. Fluid crystals were positive. On (B)(6) 2017, right knee specimen direct exam showed many white cells, no organisms seen and culture showed heavy growth corynebacterium species. Corrective treatment: antibiotics, hydrocortisone (coritizone) and predisone pack, elevating and icing knees, advil for right had the most bacteria; coritizone, tramadol hydrochloride (tramadol) and predisone pack for not able to bend them even slightly/couldn't bend my knees, coritizone and predisone pack for couldn't put on weight; not reported for legs felt like a sausage. Outcome: recovered for not able to bend them even slightly/couldn't bend my knees; not recovered for other events. A global pharmaceutical technical complaint was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, right had the most bacteria, was not able to bend them even slightly/couldn't bend my knees, couldn't put on weight add info received 21dec2017 from pt. Events added. Event of aspirated fluid updated as symptom. Add info received 02jan2018 from non-health care professional. Related case ID added. Outcome updated follow up was received 23jan2018. No new information was received. Add info received 29jan2018 from pt. Corrective treatment added and outcome updated. Event onset of right had most bacteria updated from 2017 to (B)(6) 2017. Add info received 30jan2018. Global ptc number received. Follow up was received 03may2018. No new information was received. Add info received 08may2018 from physician. Concomitant medication, medical history added. Corrective updated for right had the most bacteria

Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 15-dec-2017 from an other non health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency patient's right knee had the most bacteria, was not able to bend them even slightly/ couldn't bend my knees, couldn't put on weight and legs felt like a sausage. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (batch/lot number: 7rsl021 and expiration date, dose, frequency and indication: not provided). She got her injections that day around 11 and by 3:30 she was feeling off and not herself. On unknown date, patient's fluid was aspirated. Patient's knees swelled up to twice the size that they were and she was not able to bend them even slightly. She was in a lot of pain. The pain set in. Her legs felt like a sausage (onset: 2017; latency: unknown). She called her doctor because something wasn't right. Doctor gave her a pain medication in my knee and then drained her knees. She experienced a lot of pain. She couldn't bend my knees or put on weight (onset: 2017; latency: unknown for both). Doctor sent the fluid off to the lab to be cultured. She heard back that she had the bacteria from the recall. Her right knee had the most bacteria (onset: 2017; latency: unknown). She didn't have a fever so she wasn't put on an antibiotic. The right knee still hurts more than one on the left. The doctor injected coritizone and she was given a predisone pack. She saw the doctor the following week. She was much better. Corrective treatment: antibiotics, coritizone and predisone pack for right had the most bacteria; coritizone and predisone pack for not able to bend them even slightly/couldn't bend my knees, couldn't put on weight; not reported for legs felt like a sausage. Outcome: unknown for device malfunction; not recovered for rest an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, right had the most bacteria, was not able to bend them even slightly/couldn't bend my knees, couldn't put on weight additional information was received on 21-dec-2017 from the patient. Events of right had the most bacteria, was not able to bend them even slightly/couldn't bend my knees, couldn't put on weight and legs felt like a sausage were added. Event of aspirated fluid was made a symptom of right had the most bacteria. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 21-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later developed joint infection as her right knee had the most bacteria, could not bend knees and put weight on it. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 15-dec-2017 from an other non health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency patient's right knee had the most bacteria, was not able to bend them even slightly/ couldn't bend my knees, couldn't put on weight and legs felt like a sausage. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. Patient had no prosthetic devices, and was not treated with immunosuppressants. Overall health of the patient was good and had no history of allergies to avian products. On (B)(6) 2017, at 11:00, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) in each knee for osteoarthritis in both knees. The syringe was stored properly and opened in the office with the patient. The area was cleaned topically with a disinfectant, but no other injectables were used at time of synvisc-one. The area was sprayed with an anesthetic topically before injection. She got her injections that day around 11 and by 3:30 she was feeling off and not herself. On the same day, patient's both knees began to swell and ache by late afternoon. Patient was unable to bend knees, was in extreme pain by early evening. Both knees were incredibly swollen. Patient's knees swelled up to twice the size that they were and she was not able to bend them even slightly. She was in a lot of pain. The pain set in. Patient received methylprednisolone as treatment for knee pain and swelling. On (B)(6) 2017, patient had effusion of both knees and bacteria was found in fluid. Her legs felt like a sausage (onset: 2017; latency: unknown). She called her doctor because something wasn't right. Doctor gave her a pain medication in knee and then drained her knees a week after the injection. She experienced a lot of pain. She couldn't bend knees or put on weight (onset: 2017; latency: unknown for both). Doctor sent the fluid off to the lab to be cultured. She heard back that she had the bacteria from the recall. Her right knee had the most bacteria (onset date: (B)(6) 2017; latency: unknown). She didn't have a fever so she wasn't put on an antibiotic. The right knee still hurts more than one on the left. The doctor injected coritizone and she was given a predisone pack. She saw the doctor the following week. She was much better. As of (B)(6) 2018, it was reported that the patient had pain and swelling. Swelling was reported to be doubled the knee size, red, hot, but no fever. The patients recovered with treatment of aspiration and meloxicam (mobic) for pain and inflammation. Corrective treatment: antibiotics, hydrocortisone (coritizone) and predisone pack for right had the most bacteria; coritizone, tramadol hydrochloride (tramadol) and predisone pack for not able to bend them even slightly/couldn't bend my knees, coritizone and predisone pack for couldn't put on weight; not reported for legs felt like a sausage outcome: recovered for not able to bend them even slightly/couldn't bend my knees; not recovered for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction, right had the most bacteria, was not able to bend them even slightly/couldn't bend my knees, couldn't put on weight additional information was received on 21-dec-2017 from the patient. Events of right had the most bacteria, was not able to bend them even slightly/couldn't bend my knees, couldn't put on weight and legs felt like a sausage were added. Event of aspirated fluid was made a symptom of right had the most bacteria. Clinical course was updated and text amended accordingly. Additional information was received on 02-jan-2018 from an other non-health care professional. Related case (B)(4) was added. Symptoms (swelling was hot and swelling was red) were added. Outcome of aspirated fluid/drained my knees was updated from unknown to recovered, knees swelled up to twice the size that they were and lot of pain/pain set in/ the pain was ridiculous/right knee still hurts more than one on the left from not recovered to recovered. Clinical course was updated and text amended accordingly. Follow up was received on 23-jan-2018. No new information was received. Additional information was received on 29-jan-2018 from patient. Symptom term aspirated fluid/drained my knees was updated to aspirated fluid/drained my knees/ effusion of both knees. Corrective treatment (tramadol hydrochloride) for not able to bend them even slightly/couldn't bend my knees was added and outcome was updated from not recovered to recovered. Corrective treatment methylprednisolone (medrol) was added for knees swelled up to twice the size that they were and lot of pain/pain set in/ the pain was ridiculous/right knee still hurts more than one on the left. Event onset of right had the most bacteria was updated from 2017 to (B)(6) 2017. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 29-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later developed joint infection as her right knee had the most bacteria, could not bend knees and put weight on it. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded